Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six years and five months after the implant of this transcatheter bioprosthetic pulmonary valve, the valve was replaced due to stenosis. No additional adverse patient effects were reported.